Event description:
Boston scientific received information that at the first follow up since the implant of this device, high shock impedances greater than 125 ohms were noted on the right ventricular lead. A review of patient data revealed that shock impedance measurements have been above 125 ohms since 3 days after implant. During the revision procedure, a loose connection was noted as the rv lead pin fell out of the distal port as the device was removed from the pocket. The pin was re-inserted and the device re-implanted in the pocket. Normal shock impedances were noted with further remedial action required.

Manufacturer narrative:
The device was modified surgically and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.